Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an issue with the cartridge during the load process within the past 2 weeks; however, the customer was unable to remember the details of the occurrence. There was no impact to the customer's blood glucose level. A review of pump history for the month of (B)(6) 2016 with tandem technical support did not reveal any cartridge issues. The customer stated they were later able to load the cartridge onto the pump.